Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulties inserting and removing cartridges. Reportedly, the customer alleged that normal pump "wear and tear/ cosmetic damage" was the cause of these issues. The customer would successfully load a new cartridge to address these issues. There was no known impact to the customer's blood glucose level.